Event description:
It was reported that the subject programmer was intermittently and automatically power down and restart during use and, it became stuck in a boot loop.

Event description:
It was reported that the subject programmer was intermittently and automatically power down and restart during use and, it became stuck in a boot loop.

Manufacturer narrative:
(B)(4).